Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower assembly and machine flow sensor needs to replaced to address the issue. There is evidence of contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleged a ventilator service required alarm occurred. There was no harm or injury reported. Section e: initial reporter was incomplete. In this report, section e, g has been updated or corrected.